Event description:
It was reported that (1) mcm30 device was used during a thoracotomy procedure. It was reported by the rep that a note was left on the instrument indicating "that the first clip fired ok, but the next staple would not feed" a second instrument was opened and used to finish the case. There was no consequence to the pt.